Event description:
On (B)(6) 2012, the pt underwent an endovascular procedure with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. There was no noted tortuosity, calcium, thrombus, and the proximal neck was within IFU. The gore excluder aaa endoprosthesis featuring c3 delivery system was landed as intended. Next the physician deployed the contralateral leg component. After deployment the physician identified that the contralateral leg component had been deployed outside the contralateral gate. The physician then converted the procedure to an aui which was completed with a trunk-ipsilateral leg component. The aneurysm was excluded and the pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.